Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; they recommended to release the first valid result. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; pas agreed with ts that the samples were likely low-target. Customer noted they were using hologic specimen lysis tubes to take the contents out of this tube to put it into a plastic tube prior to running on the panther. Ts advised customer this was against the package insert and reviewed the pi for uncapped workflow with the customer. Ts discussed low target and advised customer to follow the pi. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(6), using assay lot 290518 on panther instrument sn (B)(4) which had two discrepant samples. Five samples were accidentally run in duplicate, and two of those samples in question had discrepant results. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.